Event description:
It was reported that the ilet displayed restart alert 41 associated with an insulin absolute range error and the alarm was not resolvable after three restarts with the battery above 50 percent, leading to determination that a replacement device was required and that the current device¿s water resistance could not be assured. Symptoms included device malfunction affecting delivery control. Outcomes included interruption of normal therapy and the need for backup therapy while the device functionality was in question. Investigation included guided troubleshooting, user education on data sync and shutdown, and verification of shipping details for device return and replacement. Investigation of this case revealed a persistent system fault consistent with an insulin delivery control error, indicating a malfunction of the pump electronics or software that prevented successful restart recovery. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction related to internal control error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.